Event description:
During an atrial fibrillation (afib) procedure, it was reported that there was noise when the ablator was moved. Noise was on the carto and the ep recording system. Additional information provided stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The noise occurred on both carto and the recording system at the same time. The noise was very bad, high amplitude noise. Customer was unable to see actual intercardiacs signals. The physician was unable to interpret neither bs nor the ic recordings. Noise occurred when the sf catheter was reconnected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported that there was noise when the ablator was moved. Noise was on the carto and the ep recording system. Additional information provided stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The noise occurred on both carto and the recording system at the same time. The noise was very bad, high amplitude noise. Customer was unable to see actual intercardiacs signals. The physician was unable to interpret neither bs nor the ic recordings. Noise occurred when the sf catheter was reconnected. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.